Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after an implant duration of approximately 2 weeks due to severe mitral regurgitation and severe systolic anterior motion of the anterior leaflet. Based on the operative report, the patient initially had mitral valve repair for severe mitral regurgitation. At completion of that surgery, there was only mild-to-moderate mitral regurgitation, which was accepted due to the extensive calcifications that were identified along the posterior annulus of the mitral valve at the time of implant. Echo was performed 2 weeks later which demonstrated progression of the mitral regurgitation to now very severe systolic anterior motion of the anterior leaflet. It was noted that the surgeon identified very large amounts of thrombus covering the wall to the left atrium and the annuloplasty ring when the previous aortotomy was opened. The clots were carefully removed with great care taken not to lose any down the left atrium. There was no evidence of dehiscence upon explant of the ring. The mitral valve was replaced by preserving the entire posterior leaflet and its sub-valvular attachments. Transesophageal echocardiogram demonstrated good function of the bioprosthesis with no left ventricular outflow tract obstruction. The patient tolerated the procedure well and returned to the intensive care unit in stable condition.

Manufacturer narrative:
(B)(4): severe systolic anterior motion of the anterior leaflet. Device not returned. Unfortunately, the edwards device was not returned; therefore, the root cause of the reported event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization. Although the root cause cannot be confirmed, the op report documents that the "the mitral annular ring was mistakenly chosen as being too small by virtue that it was sutured below the level of the posterior bar of calcium raising the posterior leaflet much higher than the plan upon the time of the repair. On the other end, it was felt that if a larger ring was placed it would have been bigger than the inter-commissural distance and would probably have led to dehiscence of the ring." No further actions are possible with the available information.